Manufacturer narrative:
(B)(4). Work order search: another similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.00/+1.0/092 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2016. The lens was reported as low vaulting, lens rotation and refractive change overtime. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B1 - corrected to adverse event in initial MDR. B2 - corrected to required intervention to prevent impairment/damage (devices) in initial MDR . B5 - "on (B)(6) 2022 the lens was exchanged with a different model/ longer lens due to refractive surprise. The problem is resolved." Should be added to the initial MDR. D6b - explant date (B)(6) 2022 should be added to initial MDR. H1 - corrected to serious injury in initial MDR. H6 - health effect - impact code: 4629 should be added to the inital MDR. H6 - health effect - medical device code: 1401 should be added to the inital MDR. Claim # (B)(4).

Manufacturer narrative:
B5 - corrected to: "on (B)(6) 2022 the lens was exchanged with a different model/ longer lens due to refractive surprise and low vault with rotation. The problem is resolved." In the initial MDR. Claim #(B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).